Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
No service was requested. The user facility performed testing themselves. The ventilator passed all functional and safety tests. The customer had connected the machine to the patient, no alarms observed again during use. No ventilator logs were provided. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. The root cause of the reported high airway pressure has not been determined. H3 other text : 4111.

Event description:
It was reported that the ventilator generated high airway pressure alarm. There was no patient involvement. (B)(4).